Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to ocean water. Customer states the pump was vibrating without an alarm or alert and the pump display went blank immediately after pump exposure to moisture. Customer also states a constant tone was occurring. Advised to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.